Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that following review, routine log files captured low power hazard events on 13jul2025 and 20jul2025 caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. Per the patient, the ac power cord had not come loose at the wall outlet or from the back of the unit, and environmental circumstances that may have affected ac power were unknown. The mpu would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low power hazard alarms while connected to the mobile power unit (mpu) was confirmed via the submitted log files; however, it was not reproduced as no product was returned for further analysis. The submitted log files were reviewed. On (B)(6) 2025 at 08:25:18, power cable disconnect and low voltage advisory alarms activated while connected to the mpu due to both white and black lead voltages diminishing over time. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored at 08:25:20. A similar event was observed on (B)(6) 2025 from 08:51:32 - 08:51:35. The backup battery was able to provide power to the controller during these events. The alarm did not affect the controller's ability to operate the pump at the set speed. Additional information indicated the mpu at the time had a v-lock connector, the ac power cord did not come loose from the back of the unit or wall outlet, the environmental circumstances at the time were unknown, and the mpu would not be returned for further evaluation. A root cause of the reported event could not be conclusively determined through this analysis. A CAPA was created to implement a straight v-lock connector on the mpu due to a human factors study that indicated that the v-lock cord has a natural hand position to complete insertion into the mpu power cord socket therefore providing a secure connection to the mpu. The reported event indicated that there was a loss of power to the mpu, it's not known whether a v-lock was in use at the time of the event. The device history record for the mobile power unit were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 3 - ¿powering the system¿ states how to properly provide power the system via mobile power unit. This section also cautions to plug the mobile power unit into a properly tested ac electrical outlet that is dedicated to mobile power unit use. Do not use portable, multiple outlet (power strip) adapters or extension cords. Heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to interpret and troubleshoot no external power, power cable disconnect, and low voltage alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 - ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 - ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e - ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was provided that the mpu did have a v-lock connector on the ac power cord.